Manufacturer narrative:
(B)(4)

Event description:
There was sufficient overlap, the physician did not know the cause of the event. The patient is fine.

Event description:
An endurant stent graft was implanted for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the index procedure is unknown. It was reported that the patient presented emergently to the ER with a ruptured aneurysm. The patient was hypotensive. Currently, the aneurysm is 6 cm in diameter. There is a type iii endoleak, separation between the two limbs; however, there was sufficient overlap. The endoleak was treated by relining the two limbs and the endoleak resolved. No additional clinical sequelae were reported. A review of a single returned angiogram study from a short video and still photo (unknown study date) revealed that contrast was seen in the sac during contrast injection into the contra/left limb. The cause and type of endoleak could not be determined. This may be a type iii separation or a type iii fabric. The location of the endoleak was in a straight section of the contra limb; the distal contra limb appeared acutely angulated.